Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit pace impedance greater than the upper limit of 1200 ohms for this lead. At implant, rv pacing impedance was 800 ohms, and now it was at 1600 ohms. Capture and thresholds were noted as still within normal limits. There were no adverse patient effects associated with this clinical observations.

Manufacturer narrative:
To date, this rv lead remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was received that this rv lead displayed pacing impedance measurements greater than 2,000 ohms. The physician was continuing to monitor the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.